Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for the last 4 days they have been seeing the please wait screen on their controller and can't get out of that zone. The issue began on thursday. Patient stated that they tried calling their regular doctor but they haven't returned their call. Agent walked patient through resetting controller; controller showed no device found then the controller displayed cannot recharge device. The controller battery is too low. Recharge the controller. Patient confirmed green light was flashing on the controller. Agent reviewed device function and informed patient to fully charge their controller until the green flashing light turns solid green. The troubleshooting steps taken on the call resolved the issue. Patient mentioned they have bad eyesight. Additional information was received on 2024-09-11, reporting that the patient wen to to plug in the rtm to charge the ins and got the message software problem 1.intellis 2.3.6 3.243 4.qf_port. During call pt reset the controller and when they attempted to recharge the ins they were getting poor recharge quality, pt said it says that all the time; agent reviewed best charging practices and pt said that was what they were doing wrong, they were not positioning the rtm correctly over the ins. Pt continued to get poor recharge quality, pt said they could feel the warmth on their skin and though they were dead on. Pt said it took them 1.5 hours to charge the ins and they had only got the ins charged to 100% once while every other time they got to 70%. Pt said they will no longer take up more of the agents times and will continue to try to recharge the ins after the call. When agent asked for event date the pt said the problem was they were putting the donut over the ins correctly. Pt said they went through this procedure before and was asked for numbers and checked new ones; when asked to clarify pt said they called before since they had a charging problem and the problem to resolve was by taking the controller battery out and plugging it into the wall and gathering two serial numbers. Pt called back and was still getting the no device found message whenever they attempted to recharge the implanted device. Agent walked pt through entering passive recharge mode. They got the numbers 50-75-75. Agent redirected the patient to their managing hcp.